Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the repositioning of the right atrial (ra) lead and right ventricular (rv) lead, the implantable pulse generator (ipg) was disconnected. When reconnected, the ipg exhibited no stimulation and pacing issues. The ipg was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the ra and rv leads exhibited high thresholds and loss of capture.